Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and primary analysis results revealed no anomalies found.

Event description:
It was reported that the patient had high thresholds and "pouch pacing". The pacemaker and the right atrial and ventricular lead were all removed and replaced. No patient complications were reported as a result of this event.